Event description:
The pt stated that he has experienced the separation 30-50 times since he began using the infusion sets about 3 yrs ago. He reported that his blood glucose elevated to 345 mg/dl and he experienced an increase in his hba1c (value not specified). He stated he would change his infusion set and bolus to bring his blood glucose level down. No symptoms were reported with the elevated blood glucose values. The pt has never sought medical attention relating to this issue. The pt does not have any of the affected product to return for eval.

Manufacturer narrative:
Product not returned for evaluation.